Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Bivalirudin, embolic protection: emboshield nav 6 ((B)(4), lot 0081151) there was no reported product deficiency. The reported patient effects of bradycardia, vasoconstriction, hypotension, cerebrovascular accident and treatment with medications are known adverse events as listed in the products no fault risk assessment report. Additionally, cerebrovascular accident (stroke), bradycardia, and hypotension are listed in the product instruction for use (IFU) as known potential adverse effects. A conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.

Event description:
It was reported that post successful xact stent implantation in the right internal carotid artery the patient experienced a stroke with left sided paralysis and numbness, and speech difficulty associated with carotid spasm, hypotension, and bradycardia. Dopamine was started and the symptoms markedly improved, although some neurologic deficits continue. Though requested, no additional information was provided.